Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.50 x 12mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. After removing and while returning to the hoop, the shaft was separated. The procedure was completed with another of the same device and no patient complications were reported.